Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized "due to pump"; however, contact declined troubleshooting with tandem technical support and declined to provide further information and the alleged root cause could not be confirmed. Reason for admission and blood glucose level were not provided. Reportedly, the customer reverted to an alternate method of insulin therapy.